Event description:
In 2008, a female patient received a mynx vascular closure device following a cardiac catheterization. The catheterization procedure was performed via a 6 french procedural sheath placed in the common femoral artery. The mynx device was deployed by a trained operator and was successful in achieving femoral artery hemostasis at the end of the catheterization procedure. The same day, following discharge (same day), the patient returned to the emergency department due to a pulsatile mass that developed in the groin where mynx was deployed. Doppler ultrasound was performed which detected a 5.0 x 3.5 cm bi-lobed false aneurysm. The pseudoaneurysm was successfully repaired following surgical intervention. The patient tolerated the procedure well without further clinical sequelae. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was provided to perform lot history review. Based on the information provided and the investigation performed, the root cause of the reported incident is unknown. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. A pseudoaneurysm is a known complication with catheterization procedures, regardless of closure device use. It may also occur with manual compression.